Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, error b30 occurred, the lamp goes out quickly and power supply unit failure were identified. Based on the investigation results, for the lamp goes out quickly, it is presumed that the cause is that a sufficient amount of thermal conductive grease is not applied to the lamp. For the power supply unit failure, the cause could not be estimated from the information obtained. For the error code b30, it is presumed that the cause is a failure of the scope socket. Also, foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had heat compound applied in excessive which causes the lamp malfunction (e.g. Turn off / burn/ damage) and become unusable. There were no reports of patient harm.